Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, crease fold and white calcification on the shell. A microscopic analysis was performed which identified, broken crease sharp on the posterior, wear abrasion and one striated opening on the anterior. Based on the device analysis the final assessment is: broken crease sharp on the posterior assessed as fold flaw opening. One striated opening assessed as surgical damage consistent in the use of some surgical tool. Additional, corrected and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade unknown. Device has been explanted.